Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. The display had missing segments due to the cracked glass. Minor scratches were noted to the display window.

Event description:
It was reported that insulin pump fell out of belt clip and hit the ground. It was reported that inside of screen was leaking with black ink. It was advised that insulin pump would need to be replaced. No further information provided.